Event description:
It was reported that the patient had a recurring internal battery fault alarm overnight. The backup battery was replaced on (B)(6) 2022, and the alarms persisted. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned heartmate 3 system controller and evaluation of the returned controller. The log file contained approximately 9 days of data ((B)(6) 2022 per the timestamp). Multiple backup battery fault alarms activated from (B)(6) 2022 at 19:37:57 to (B)(6) 2022 at 12:01:21 due to a load test failure. The alarm resolved each time due to another load test being performed or due to the backup battery being reseated. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected at (B)(6) 2022 at 12:07:02 to exchange the controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned controller operated in a mock circulatory loop for an extended period of time and a backup battery fault alarm activated. A log file was downloaded from the controller after the alarm activated and it was determined that the alarm activated due to a load test failure consistent with the alarms from the initial log files. The backup battery fault alarm was not reproduced during additional testing following the extended operation. An update to the backup battery connector was made to reduce the occurrence of backup battery faults due to load test failures as a part of a corrective and preventive action per the device history records review this system controller was manufactured prior to that implementation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.